Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the analog pcb assembly; however, further component level cause could not be determined. The customer was provided with a replacement device. (B)(4).

Event description:
The customer sent their device in to physio-control for a scheduled technical service update. There were no issues reported at the time of the service request. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed a service wrench on the device's readiness display and that it would not detect that a simulated patient was connected. As a result, the device could not analyze, charge and shock, if it were necessary.